Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve beds saturated. Associated malfunctions for this device: product tank leaking and tie wrap broken.